Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. The user's blood glucose level was 148 mg/dl. Reportedly, the user loaded a new cartridge and resumed insulin delivery.